Event description:
It was reported that after a da vinci-assisted left hemicolectomy procedure, the patient experienced postoperative bleeding from the inferior mesenteric artery (ima), which required a subsequent surgical intervention. The ima had been sealed using a vessel sealer extend (vse) instrument. There were no intraoperative complications noted with the vse instrument; all appropriate audio tones were heard, and the desired tissue effect was observed. The initial robotic procedure was completed successfully, and the patient was transferred to recovery. Approximately 1.5 hours postoperatively, the patient developed hypotension and diaphoresis, prompting transfer to the intensive care unit (ICU). An initial abdominal ultrasound (us) revealed no abnormalities or free fluid. However, as the patient¿s condition further deteriorated over the subsequent 30 minutes, a repeat us identified an intra-abdominal hemorrhage. The patient was returned to the operating room for exploratory laparotomy, which revealed active bleeding from the ima stump. Hemostasis was achieved by manual suturing of the ima stump. The estimated blood loss was 2¿3 liters. The patient received a total of 12 units of packed red blood cells and 6 units of fresh frozen plasma. The procedure was completed, and the patient remains hospitalized in stable condition.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the e-200 generator energy log shows seven coagulation events with no errors, and 179 seal events with one event indicative that the user likely tried to seal excessive tissue resulting in an high impedance event. No errors related to vse instrument functionality were seen in logs.